Event description:
A user touched the device and received an electric shock. The user was not injured. The device was examined by bio-medical which found the interior of the device was heavily contaminated with an unk liquid. The fluid had shorted the main circuit board to the front hinge of the unit.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.